Event description:
(B)(4). Reason for original complaint ¿ litigation papers allege: popping, discomfort, stiffness, soreness, pain and limited range of motion. Doi: (B)(6) 2006 left hip. Dor: none reported. (B)(6). Update - added sales rep details, patient weight, height and date of birth, surgeons name, revision date, added products x 4 taken from der dated 19th feb 2015 - (B)(6).

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
After review of the medical records for MDR reportability, the revision operative note indicated corrosion and metallosis. While implanting the stem during the doi, a small crack occured in the calcar. It doesn't appear like the crack was cabled. Par/lot is being updated. The complaint was updated on: (B)(6) 2015. The stem is now being reported for the reported crack that occured while implanting. This complaint was updated on: (B)(6) 2015.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.